Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (sn (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause was due to the driveshaft not at home position. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. No physical damaged observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured on october 2008. The device has been operating for 10 years and has exceeded its expected serviceable life of 5 years. During archive data review, multiple ua45 error messages were observed on the date when the reported issue occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was turned on. Thus, confirming the reported complaint. To remedy the issue, the shaft was rotated to home position by using the administrative menu. The ap platform was re-tested and passed all functional tests. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 17499 reported on september 17, 2014. The root cause was due to the lifeband straps were not pulled completely out prior to turning the device on.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message. The crew adjusted the setting to the home position but the error message persisted. The crew reverted to manual CPR. No known impact or consequence to patient was reported.